Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was burr on the screw the surgeon was trying to use during a procedure. There was no delay in the procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.